Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient said that one ins is for their legs and the other is for their shoulder but both of their controller sets are programmed for their legs and they have no way to raise or lower the stimulation for their shoulder. Patient stated that they put in 3 phone calls to a representative but have not received a call back. The agent asked the patient if they had tried all the groups and programs available for both systems and patient said that they have and all the therapy options go to their legs. Agent asked if the patient has reached out to their managing healthcare provider (hcp) and patient said no, but noted that they will reach out to the provider. When asked for event date, patient stated 3 days ago and mentioned that "it is on, so it is working" and they very seldom regulate the stimulation because it is hooked on to c2 therefore it is very sensitive to movement of their head and it will jolt them so they usually have it on a lower setting than w ould be ideal but then they don't need to worry about turning stim off if they drive a car. During the call, patient connected to their ins and noted they have group a and b as therapy options and both are for their legs. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.